Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6933 defib lead (B)(6) 1994. (B)(4).

Event description:
It was reported that short intervals and oversensing was observed on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.